Manufacturer narrative:
The device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a ventilator was alarming for circuit disconnect and low pressure issues. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board will be replaced to address the issues.